Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the deployment mechanism of the device allegedly broke during deployment. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the instruction for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 2) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. The instruction for use further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the deployment mechanism of the device allegedly broke during deployment. There was no reported patient injury.